Event description:
Customer called and wanted to know if the internal paddle handle, was still available. The area where the paddle locks into place on the defibrillator was damaged. Found during routine inspection.

Manufacturer narrative:
The device accessory is no longer available from physio-control. This info was provided to the customer.